Event description:
Olympus was informed that a patient with an infection with a "drug resistant organism" had undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. It was reported that the patient who had the ercp on (B)(6) 2014 was not doing well. The user facility decommissioned all their duodenovideoscopes as a precaution when six other patients were confirmed to be infected. The user facility isolated all their duodenovideoscopes for laboratory testing, as part of their internal investigation. Olympus was later informed that one of the seven patients expired. The cause of death is unknown. Olympus has been in ongoing communication with the user facility via telephone and in writing to obtain more detailed information regarding the reported events.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff. The ess noted reprocessing inconsistencies during the site visit. The exact cause of the patient's outcome is unknown at this time. If additional information becomes available at a later time this report will be supplemented. Cross reference MFR report numbers: 2951238-2015-00064, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, and 2951238-2015-00070.